Manufacturer narrative:
(B)(4).

Event description:
It was further reported that resistance was encountered during insertion to the patient.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter hub, hypotube and collar. The distal shaft was not returned. The hub, hypotube, and collar were microscopically and tactile inspected. Inspection revealed a complete separation at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID: (B)(4) / tw#: (B)(4).

Event description:
It was further reported that resistance was encountered during insertion to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was detached. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the catheter did not cross the target lesion. The device was then removed from the patient's body. After removal, resistance was encountered when it was inserted into the hoop for repair. It was then observed that a part of the guidezilla¿ guide extension catheter was detached during withdrawal from the hoop.